Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a concerto coil did not detach. It was indicated that all devices were prepared as per the instructions for use (IFU). It was unknown if there were any patient symptoms or complications associated with this event.

Event description:
Additional information received reported that it was unknown how many attempts were made to detach the coil using the instant detacher or using the manual method, what the cause of the event was, what the instant detacher lot number was, if there were any issues encountered prior to coil non-detachment, and if any pushwire damage was observed after removal from the patient.

Manufacturer narrative:
B5: additional information received; h6: updated codes to reflect device return analysis pending medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis: document used: n/a as found condition (condition of returned device): a concerto implant coil was returned within a shipping box; within a sealed biohazard pouch; within an opened concerto implant coil inner pouch. The concerto implant coil was returned without the introducer sheath. Visual inspection/damage location details: the concerto pushwire was found to be broken proximal to break indicator. This is indicative that a manual detachment was attempted at this location. The coin was found still against the lumen stop with what appeared to be blood residue underneath the outer jacket. The shield coil was found intact with the implant coil still attached. The implant coil was found stretched and damaged with the polypropylene filament intact. No other anomalies were observed. Testing/analysis (including sem reports): the distal outer jacket was removed, and a manual detachment was then attempted by retracting the release wire and the implant coil was successfully detached. The lumen stop was found to be visually in good condition. Conclusion: based on the analysis performed, the concerto coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. However, the implant coil was successfully detached manually during testing. The likely cause for the non-detachment is the blood residue found underneath outer liner, causing the release wire to become stuck. The implant coil was found damaged. Possible causes for coil damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment as the device was returned without its dispenser coil. Since the instant detacher was not returned, any contributing factors of the instant detacher to the non-detachment could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.